Manufacturer narrative:
The device has not been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
The patient required an exchange of precice nailing due to the nail failing to extend when in body during case. Nail extended when removed in back table.